Manufacturer narrative:
The device was received by the manufacturer and an investigation is anticipated. A f/u report will be submitted if the investigation requires.

Event description:
While testing the unit at the manufacturer, it was reported that the attachment heated up. This event did not occur during a surgical procedure. There was no user injury reported and no adverse consequences alleged with this event.